Event description:
The account alleges the manifold malfunctioned and created an air embolism in the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be established. No lot number was provided, thus a search of the complaint database could not be performed and the device history record could not be reviewed.